Event description:
It was reported that during an unknown procedure the generator requests to clean the jaws of the device after one use, device clean, cleaned, module off, device reconnected several times. Device type replacement with the same module, new device functional and no issue.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2024 b3: event year only reported: 2023 d4 batch #: a9cn11 additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No patient consequence. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. In addition, it was returned with the cable cut off. This blade tip portion may have broken off of the device during transport to our analysis site. No, all functional tests could be performed. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9cn11, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.